Event description:
It is reported the pt was revised due to dislocation. It was discovered during surgery that a piece of poly from the inner and a piece of metal from the rim of the cup had broken off.

Manufacturer narrative:
Eval summary: implantation operative notes state that the liner was placed with the elevated lip at the 2 o'clock position, which would place the fractured rim anteriorly for a left hip. Due to the rounded inner fracture surfaces and the steep fracture angles, it appears that femoral neck impingement may have been pinching the exposed poly rim against the corner edge of the metal shell, causing fracture propagations. The pt's multiple falls would have exacerbated existing fractures, as well as created new ones. A shell placed in a higher abduction angle with a lower anteversion angle would make this phenomenon more severe. With the info provided, femoral neck impingement may have led to liner fracture, however, this cannot be stated conclusively. Eval: the femoral head exhibits some scuffing in a localized area, which likely occurred while the head was dislocated out of the poly liner. Dimensional analysis confirmed that the device met print specifications where measured. The poly liner is slightly discolored, likely due to the absorption of synovial fluids. Nearly one half of the non-elevated portion of the liner rim is fractured and not returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.